Manufacturer narrative:
Examination is not possible, as the device will not be returned. There has been no part/lot information provided, nor any relevant clinical medical patient records provided for review. Therefore, it is uncertain if the condition reported was due to our product. Based on the lack of information provided, a thorough investigation is not able to be performed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a revision surgery of a right mpfl reconstruction had being performed. No additional information was available regarding to the device malfunction. Patient condition is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.